Event description:
Additional information - it was reported that the patient was seen in clinic on (B)(6) 2020 for follow-up. The discussed programming changes were made and the patient remained asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an episode of non-sustained right ventricular oversensing on the implantable cardioverter defibrillator. The oversensing appeared to be due to oversensing of far p-waves on the ventricular channel. The patient was asymptomatic to the event. Programming changes were discussed but did not occur.

Manufacturer narrative:
Correction - a3 (patient sex is male).